Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was successfully completed using a starclose se device after a cerebral angiogram diagnostic procedure. Reportedly, the patient complained of a rash and itching an unspecified number of days after the procedure and informed the physician of an allergy to nickel. The patient was treated in the emergency room with steroids and anti-histamines and was also seen by a dermatologist who prescribed a topical ointment. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.